Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. It was reported that the stent deformation occurred in vivo during positioning. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: there were two kinks on the catheter 9.6cm and 71cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 20th distal stent wraps with struts raised. Misalignment was visible to the 9th,10th, 14th and 15th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.